Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue sureform 60 reload was analyzed and the complaint regarding the stapler not firing was confirmed by failure analysis. Failure analysis found the primary failure of exposed blade to be related to the customer reported complaint. For clarification, the reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and was observed during in-house observations. Additionally, the reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed near the location of the exposed component. Also, the reload was found to have pusher damage near the location of the exposed component and blade damage was found when the reload was disassembled in-house.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not fire the stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the stapler would not fire. There was no harm to the patient. The customer could not provide any other additional information.

Manufacturer narrative:
Review of the event logs showed the user made 2 successful fires with a black and green reload prior to a firing failure with a blue reload. The firing stopped ~98% completion as the firing torque had exceeded the torque threshold at 702 n. Review of the returned reload shows an exposed blade < 2mm from the distal end, aligning with the 98% completion percentage in the logs. All pushers are at cartridge surface and have been deployed. Various scratches and indentations on the cartridge surface indicate interaction with hard objects during the firing (i.e. A previous staple line). Various pushers show deformed edges, that seemingly align with scratches on the reload surface. Additionally, the blade was removed and microscopically inspected. Multiple indentations to the blade cutting edge were observed, suggesting the reload was fired across an obstruction. Indentations populate the top half of the cutting edge. Damage observed to the blade and cartridge suggest the user may have fired across an obstruction, or staple line, and the damage was created as the staples were dragged across the surface of the reload. This reload was transferred to the manufacturing engineering teams for a review into the manufacturing process. No errors pointing to a manufacturing root cause were observed. Damage to the pushers observed is considered a component failure.

Event description:
Refer to h10/h11 for follow-up information.